Event description:
The customer reported that there was a communication failure error message. This error may cause the system to lockup or prevent it from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable at this time.